Manufacturer narrative:
Pc-(B)(4). Batch #: y93j4j. Additional information was requested and the following was obtained: did the generator display an error message? Nope. If so, what was that message? Has the device successfully passed the pre-test? Nope. Were there patient consequences? If so why ? Did the device work before stopping? Nope. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components and evidence of moisture was noted. Due to the cracked nose cone, moisture entered the hand piece mid housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone.

Event description:
It was reported that after an unknown procedure, the device did not work. No more information available.